Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 600 mg/dl, which were treated with insulin pump which is why customer believed that basal was not delivering. Customer was able to resolve no delivery with a complete set change.